Event description:
It was reported by the customer, "before applying the unit into the pt, we use the ventilator into a test lung, the system work normally. During the test run we set the peep 5 during the whole test run into the test lungs, the peep remain the same. But when the end user put the pt on it the peep start fluctuating from 2-5. We assuming some operational or handling problem like improper insertion of ett".

Manufacturer narrative:
The reported unit was not made available for eval. Multiple attempts were made to obtain add'l info and return of the reported device. No pt injury was reported. A review of the device history record (DHR) found to nonconformance that could cause or contribute to the reported issue. There is no service history on file with the MFR for reported device. A review of the complaint history indicates there is no significant trend. Trending will continue to be monitored. Should the product be returned or new info is made available, a f/u report will be provided.